Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The reported device had been placed on tooth #23 (fdi) for approximately 7 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot number (2012060628) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2012060628) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that implant collar fractured and was removed. No other implant has been placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. Email address unknown / not provided.